Event description:
The patient stated that in 2007, she found that her infusion tubing had completely separated at the luer connection. No physiological effects were reported. The tubing had been in use for 2 days. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.